Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2010. Patella resurfacing was performed on (B)(6) 2011. Revision procedure was performed on (B)(6) 2014 due to tibial loosening. No further information has been received.